Event description:
A customer reported receiving a high reading of 14.7 mmol/l on their freestyle flash blood glucose monitor. A reference reading of 6.0 mmol/l was rec'd on a laboratory meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested, and a follow-up report will be submitted once results are available.